Event description:
It was reported that a guidezilla was stuck in the lesion. The target lesion was located in the left circumflex artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the device was scratched and stuck in the lesion. The device was removed normally with the ancillary device. The procedure was completed with another of same device. No intervention was done and no patient complications were reported.

Event description:
It was reported that a guidezilla was stuck in the lesion. The target lesion was located in the left circumflex artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the device was scratched and stuck in the lesion. The device was removed normally with the ancillary device. The procedure was completed with another of same device. No intervention was done and no patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was visually and microscopically examined. There was blood present in the shaft of the device. There were numerous shaft kinks. For a length of 1.1cm from the tip of the device, the shaft, marker band, and tip of the device was flattened. Within the length of the flat shaft, there was drag. Product analysis for the reported event of the device being stuck in the lesion could not be performed as the clinical circumstances could not be replicated. However, the shaft kinks, flattened shaft, marker band, and tip found to the device during analysis supports the reported event as such which would indicate device resistance and procedural difficulties.